Manufacturer narrative:
This report was submitted in error. Please refer to MDR 1643264-2016-00190.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Dr. Used the dyonics powermax elite shaver handpiece with a regular shaver and had no issues. When he switched over to the 4.0 abrader burr to burr on the bone, metal shavings could be visibly seen within the joint. When he switched from 4.0 tot he 5.5 abrader burr, again metal shavings could be visibly seen in the joint. We could not determine if the metal shavings were being caused by a malfunction of the burrs or of the shaver handpiece.